Manufacturer narrative:
There is no adverse event associated with this complaint. The pt reported that the pump dispensed insulin during the load cartridge step. The pump was returned to animas for eval. Eval revealed a damaged force sensor assembly.

Event description:
The pt reported that the pump dispensed insulin during the load cartridge step.